Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and intermittent sensing. Fluoroscopy showed that it had migrated into the right atrium. The lead was revised on (B)(6) 2019. The patient was stable.